Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely. Analysis of the merlin.net transmission conveyed undersensing from a loss of electrode contact to the tissue. No programming suggestions were made. The patient will continue to be monitored as the issue was expected to resolve itself.